Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 2 hours after catheter insertion, a hole was found in the arterial side of the silicone extension tube (external portion) at the site of the clamp and blood leakage was found in it. There was no luer adapter issue and there was no cleaning agent used on the device. The insertion site was treated with chlorhexidine prior to product placement. There was nothing unusual observed on the device prior to use. No other products utilized with the device and were just used for hemodialysis. The catheter used was 14.5 fr. (French) with 28 centimeter. Flushing was always done prior to use and there was nothing abnormal observed. The clamps were moved to a new location after each treatment and clamps would naturally move to slightly different position, but only used once. The line could not be used for dialysis and required replacement, which was another significant procedure for the patient. There was a delay in dialysis. To resolve the issue and as intervention, the catheter line was repaired on the same day. They aspirated the arterial lumen and discarded an amount of 5ml. Hole was not obvious with aspiration in/out, clamped line above bifurcation, then injected against pressure and hole became obvious. The line was cut above the hole and clamp was removed. The repair kit was inserted, aspirated air then checked the flow, no further oozing, good flow and locked with citralock. Treatment was completed. There were no current and pre-existing conditions of the patient that may be related to the event. Blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 2 hours after catheter line insertion, a hole was found in the arterial side of the silicone extension tube (external portion) at the site of the clamp and blood leakage was found in it. It was mentioned that given the clamp can be moved both proximal and distal along the extension tube, the exact location of hole in the extension tube was not confirmed. There was no luer adapter issue and there was no cleaning agent used on the device. The insertion site was treated with chlorhexidine prior to product placement. There was nothing unusual observed on the device prior to use. No other products utilized with the device and were just used for hemodialysis. The catheter used was 14.5 fr. (French) with 28 centimeter. Flushing was always done prior to use and there was nothing abnormal observed. The clamps were moved to a new location after each treatment and clamps would naturally move to slightly different position, but only used once. The line could not be used for dialysis and required replacement, which was another significant procedure for the patient. There was a delay in dialysis. To resolve the issue and as intervention, the catheter line was not explanted and it was repaired on the same day. They aspirated the arterial lumen and discarded an amount of 5ml. Hole was not obvious with aspiration in/out, clamped line above bifurcation, then injected against pressure and hole became obvious. The line was cut above the hole and clamp was removed. The repair kit was inserted, aspirated air then checked the flow, no further oozing, good flow and locked with citralock. Treatment was completed. There were no current and pre-existing conditions of the patient thatmay be related to the event. There was insignificant amount of blood loss and blood transfusion was not required. There were no other medical treatment required as the result of the event. There was no reported patient injury.